Event description:
According to the reporter: procedure: gastric bypass. The head of the orvil came away from the tube in the patient mouth. Abrasion on the tonsil resulting in haemorrhages. The issue was resolved during the course of the case.